Event description:
Customer reported suppressed triglyceride results that were flagged with bl abs high (blank absorbance high) when using the unicel® dxc 600 synchron® system. One patient sample was retested, and erroneous low test results were obtained. The erroneous low test results were not reported out of the laboratory. The sample was retested again, and correct results obtained and reported. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer technical support personnel provided the customer with instructions to perform probe maintenance and the issue was resolved. A field service engineer was not dispatched. The customer also stated that previously run patient data were reviewed and there were no erroneous results generated. The last time the customer performed maintenance was unknown. Per unicel® dxc 600 synchron® system IFU (instructions for use) a93719ab, (B)(4) 2012, regular cleaning of the cc (cartridge chemistry) sample probe "prevents sample, reagent or system and hardware errors. You can reduce erratic chemistry errors such as drift and noise, or chemistry performance issues such as imprecision when you keep a regular cleaning schedule." The cleaning instruction of the cc sample probe is also referenced in the unicel® dxc 600 synchron® system IFU. This is listed in the IFU as "as-needed/as-required maintenance". Identified failure mode: failure mode is unknown. Routine troubleshooting of cleaning out the cc sample probe resolved the issue. This is listed in the IFU as "as-needed/as-required maintenance".